Event description:
It was reported that the right ventricular (rv) lead was noted to have dislodged. The patient was brought in for a procedure during which the physician was unable to advance a guidewire into the rv lead, attempted to extract it and noted it was stuck. The rv lead was therefore capped (B)(6) 2025, and replaced. There were no reported patient consequences